Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, manufacture date. This report is number 20 of 21 mdrs filed for the same event (reference 1825034-2013-04937 / 04952 & 2014-02821 / 02825).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 20 of 21 mdrs filed for the same event (reference 1825034-2013-04937 / 04952 & 2014-02821 / 02825).

Event description:
It was reported a patient enrolled in a clinical study underwent a total right hip arthroplasty on an unknown date in 1977. Patient underwent a revision procedure on (B)(6)1988 for unknown reasons. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 1988. It was further reported patient underwent a revision on (B)(6) 1988 due to unknown reasons. Patient underwent an acetabular cup revision on (B)(6) 1989 for unknown reasons. Subsequently, patient underwent revision procedures on (B)(6) 1995 and (B)(6) 1998 for unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2004 due to cup migration and fractured flange. Subsequently, the patient returned for follow-up experiencing pain, discomfort, and a mass effect about the hip. The mass was aspirated and determined to be fluid or an organized type of hematoma. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2006 due to a loose custom acetabular cup, hematoma and possible infection. The acetabular cup, modular head and screws were removed and replaced with a modular head and antibiotic molds. Patient underwent reimplantation on (B)(6) 2007 due to infection. The modular head and antibiotic spacers were removed and replaced with a custom acetabular cup, modular head and liner. Patient underwent a revision on (B)(6) 2009 due to recurrent infection and pelvic hip fracture. Patient further underwent a girdlestone procedure on (B)(6) 2010 due to recurrent hematoma.

Event description:
It was reported a patient enrolled in a clinical study underwent a total right hip arthroplasty on an unknown date in 1977. Patient underwent a revision procedure on (B)(6) 1988 for unknown reasons. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 1988. It was further reported patient underwent a revision on (B)(6) 1988 due to unknown reasons. Patient underwent an acetabular cup revision on (B)(6) 1989 for unknown reasons. Subsequently, patient underwent revision procedures on (B)(6) 1995 and (B)(6) 1998 for unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2004 due to acetabular cup loosening. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2006 due to a loose custom acetabular cup, hematoma and possible infection. The acetabular cup, modular head and screws were removed and replaced with a modular head and antibiotic molds. Patient underwent a revision on (B)(6) 2009 due to recurrent infection and pelvic hip fracture. Patient further underwent a girdlestone procedure on (B)(6) 2010 due to recurrent hematoma.